Event description:
Incidental finding of non-functioning pacemaker at time of hospitalization for mva. At the time of surgery for replacement of pulse generator the ventricular lead was not functioning.